Event description:
It was reported that cartridge alarm 20 occurred while customer used pump, and issue did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer had no prior reports of similar cartridge alarms with this pump, received guidance from technical support on correct loading steps, successfully loaded new cartridge, and resumed insulin therapy; original cartridge lot number was not available.